Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the paddle lead was adjusted to the right. No device malfunction was suspected. The patient was doing well postoperatively.